Event description:
It was reported that using a femoral artery access approach during an angioplasty procedure below the knee of three totally occluded vessels of the anterior tibial, posterior tibial and the peroneal, the winn 40 guide wire was used to cross the lesion in the anterior tibial; balloon angioplasty was performed successfully. The same winn 40 guide wire was attempted to cross the totally occluded posterior tibia artery along with an armada balloon dilatation catheter (bdc), however, the guide wire became stuck in the bdc and during pulling/removing the wire separated but was completely removed with the bdc. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 0.014 ht winn guide wire referenced is being filed under a separate medwatch reports.